Event description:
During report to oncoming night shift rn, the morphine drip that was started at 1717 at 1ml/hr using drug library with a 100ml/100mg bag was being checked by 2 rn's was noticed to be empty (2 hrs). The patient was checked and was awake with his eyes open with a respiratory rate of 18; left arm moving from face to body and to bed at patient's leisure; oxygen saturation was within normal limits. Patient appeared comfortable with no signs of distress. The morphine bag was set up as a secondary line, it was hanging above the 1000ml bag of normal saline which was set up as a primary bag. The pump was noted to be running at 1ml/hr and was immediately disconnected from the patient. On the pump screen it said that 97.57ml were still needed to be infused. The primary bag of normal saline was hung at 1430 at a rate of 20ml/hr. The primary bag was checked and noted to be filled above the fill line with the drip chamber completely filled. It appears the morphine bag emptied into the mainline bag. The pump was sent to biomed. The tubing was removed and the morphine wasted. The tubing was discarded into the medical waste bin.